Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) lead had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the lead was explanted and replaced. The patient reported effective stimulation therapy postoperative.

Manufacturer narrative:
Corrected data: the manufacturer and expiration dates were added to the previous report in error (reference MFR. Report#: 1627487-2015-23659). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.